Event description:
It was reported that the right ventricular (rv) lead exhibited post ventricular pace t-wave oversensing (twos). The sensing was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated right ventricular (rv) oversensing. Printout shows post-pace twos. (B)(4).